Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer (fse) went onsite and analyzed the system log files. The analysis found multiple grabber errors. The fse proceeded to replace the flexvision pc and its hdd. After the replacement, the system returned to good working order. The defective flexvision pc was returned to philips for further analysis. The analysis identified ram failure in the flexvision pc. The codes have been updated based on the investigation's outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, the start-up countdown was stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.